Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line, luer lock, and tubing. The customer's blood glucose (bg) level was 274 mg/dl and it was addressed with a bolus. Reportedly, cold insulin was used in the cartridge. Recommendation was made to use room temperature insulin.